Manufacturer narrative:
(B)(4). B braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). For now, the device is not available for investigation. The device has been requested to be returned for investigation by b. Braun (B)(4). A follow up report will be provided if the device and/or logs are returned for evaluation and/or additional pertinent info becomes available.

Event description:
(B)(4).